Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient thought it was time to replace their implant, because they had to charge more frequently (every five to six days). Th ep stated that their implant will die unexpectedly now and they got a lot of pain, because their implant was depleted. The patient called the healthcare provider (hcp) who said to call the manufacturer to set up and appointment with a manufacturer representative (rep). Patient services reviewed the process, but the patient stated that they would message the rep since the doctor didn¿t seem to know the process. It was indicated that the patient hadn¿t recently been reprogrammed, switched groups, or had the need to increase their parameters. The patient stated that they didn¿t really fiddle with the settings, so there hadn¿t been any changes recently. It was indicated that the event had been ongoing for about the last six months. No further complications were reported/anticipated.